Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The patient's sample was not available for further investigation.

Event description:
The customer alleged they received questionable free triiodothyronine (ft3) and free thyroxine (ft4) results for one patient on their e602 analyzer. The specific date of this event was requested but not provided. The customer provided data for two patient samples that were tested with both the new (ft3 iii and ft4 ii) and previous (ft3 and ft4) versions of the reagents. The first sample's ft4 ii result was 4.61 ng/dl. The result from the ft4 reagent was 1.47 ng/dl. The first sample's ft3 iii result was 7.35 pg/ml. The result from the ft3 reagent was 2.32 pg/ml. The second sample's ft4 ii result was 3.13 ng/dl. The result from the ft4 reagent was 1.09 ng/dl. The second sample's ft3 iii result was 7.06 pg/ml. The result from the ft3 reagent was 1.98 pg/ml. The customer performed a peg precipitation and the results showed an "obvious" drop in recovery. No actual results were provided by the customer. There were no deaths associated with the discrepant results. Information on whether the patient was adversely affected was requested but not provided. The ft3 and ft4 reagent lot number and expiration dates were requested but not provided.